Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal and deflation difficulty occurred. A thrombotic lesion was located in the mid right coronary artery (rca). A taxus express2 3.5x16mm drug eluting stent was successfully deployed. The patient experienced st elevations in the anterior leads during the balloon inflation. The balloon was deflated immediately with the intention of investigating the left system. The physician stated she "waited the normal time" and chedked for air in the balloon angiographically before removal. The physician attempted to withdraw the balloon past the proximal opening of the guide near the ostium of the rca, but it would not pass. The physician attempted manual deflation of the balloon but was unsuccessful. The guide catheter, wire and balloon were removed from the patient together as a unit. The device was examined after it was removed and the balloon remained partially inflated and was located up against the proximal opening of the guide catheter. No patient complications occurred. Patient status is satisfactory.